Event description:
Caller reports an incident where staff wrapped the coaguchek control vial in gauze but glass still punctured the plastic vial and cut the user's finger. No treatment received. Requested return of suspect device and replacement was sent.